Event description:
Staff has noted on 2 occasions in the past 3 days that the filter on her tpn line has leaked. The bedside nurses at both times have changed the line/filters. There is a concern that there may be a problem with that batch of tpn filters.